Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 5, 2026 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. The lens was visually inspected under magnification revealing that the lens was cut in half. The lens was cleaned and further inspected revealing that the edge of the lens was also damaged. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dib00 model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced dysphotopsia. Reportedly, the symptoms persisted approximately 3 and a half months. The iol was explanted during a secondary procedure. An unplanned incision enlargement and sutures were required. There was no vitrectomy needed. The patient has fully recovered. The customer declined to provide patient demographic data due to data privacy legislation. No further information is available regarding this event.